Event description:
A 24mm diameter x 14mm diameter x 13.5cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 22mm. Vessel morphology is unknown. It was reported that this patient had an imminent rupture of the aneurysm. The physician deployed the stent graft and left only .5cm between the top of the graft and the renal arteries; which resulted in a type I endoleak. There wasn't enough room to deploy an aortic cuff; therefore, the physician attempted to unsuccessfully pull the stent graft down. The decision to convert the stent graft into an aorto uni-iliac device was then made. An aortic cuff was successfully placed in the flow divider, which sealed the type I endoleak and iliac stent graft limbs were placed on the ipsilateral side and a femoral-femoral bypass procedure was performed. The patient is reported to be fine and no clinical sequelae were reported.